Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).